Event description:
Dr., facility alleges third reuse dialysis blood leak less than 1 minute into treatment. Patient reinitiated treatment with a new dialyzer. No blood loss. No further complications to patient reported.